Manufacturer narrative:
(B)(4). Report source: japan. Multiple reports were submitted along with this report: 0001825034-2022-01853 0001825034-2022-01854. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile package was noted as damaged during incoming inspection. No patient or procedure involvement and no adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Evaluation of the returned products confirmed damage to the sterile packaging blister. Sterility has not been compromised, therefore this event is no longer considered reportable. Device history record was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the products when they left zimmer biomet was conforming to specifications. The root cause of the reported event is likely due to transit damage. A corrective action has been opened to further investigate this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.